Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 16 months after the dental implant was placed, in intraoral site 10 of the patient¿s mouth, bone loss was observed around the implant. Initial primary stability was achieved and immediate load was performed. Patient presented bone type iii. Patient did experience pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reported that 16 months after the dental implant was placed, in intraoral site 10 of the patient¿s mouth, bone loss was observed around the implant. Initial primary stability was achieved and immediate load was performed. Patient presented bone type iii. Patient did experience pain. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.